Manufacturer narrative:
Event date and date notified changed updated.

Manufacturer narrative:
Evaluation summary: the hypotube was kinked 0.5cm and 3.1cm distal to the strain relief. The stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. There was slight bunching of the proximal balloon folds. There was deformation to the distal tip. Image review: three procedural images were provided by the account. The images show previously deployed stent in the left coronary arteries. An image captures a deployed stent in the left main which appears to have jailed the dislodged stent to the vessel wall as reported by the account.

Event description:
It was reported that the physician was attempting to treat a severely calcified distal lad lesion with 90% stenosis. The lesion was fully pre-dilated with 40% stenosis remaining. The physician decided to use an endeavor resolute rx drug eluting stent. The procedure was prompted by chd. During surgery, the stent dislodged while being delivered to the target lesion and when passing the left main. The physician commented that the event was related to serious vessel calcification. The physician used a non-mdt stent to jail the dislodged stent to the vascular wall. Patient reported as doing well please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.